Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The power supply was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the vertical lift column on the 9800 system was not working. No patient injury was reported.